Event description:
Patient was revised to address osteolysis, poly wear, and cup malpositioning, which was causing dislocation.

Manufacturer narrative:
Update - (B)(4) 2012 - the patients revision operative report and copies of x-rays have been received. The revision operative report indicates the reason for the patients revision as symptoms of nondisplaced fracture of the greater trochanter and evidence of significant osteolysis and polyethylene wear. There is no new information that would change the existing MDR decision. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. X-rays and revision operative notes were the only information obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.